Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer called needing assistance with set change and bolus. Customer's blood glucose at time of call was 269 mg/dl. Customer mentioned some insulin was missing from the reservoir. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.